Event description:
Paramedics responded to a person, described as down for a very long time. The reporter said the device was connected to the pt, who appeared doa, with disposable defibrillator/ECG electrodes but alarmed connect cable. ECG electrodes were then connected from the device to the pt to confirm asystole and the pt was pronounced at the scene. There were no reports of any adverse effects as a result of the device use.